Event description:
The following has been reported: customer reported: pump had an error during a critical care event on the floor, the pump gave an error of 'service required - place pump out of circulation.' The pump has been taken out of circulation. Customer confirmed that it is connected to their network. Waiting for confirmation of no patient harm and that the issue did not stop active infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) unknow if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was not returned, therefore, the complaint could not be confirmed or refuted. An internal CAPA was opened to investigate this issue. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.